Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 5 of 5. Reference MFR report #s 1627487-2010-03813, 1627487-2010-03814, 1627487-2010-03815 and 1627487-2010-03816. The pt received her scs system on (B)(6) 2009 for low back and bilateral leg pain consisting of an ipg, three percutaneous leads and an extension. It was reported that the pt's ipg turned on without prompting. There are also allegations of pocket heating and overstimulation. The reported heating sensation is allegedly present only when the stimulator is functioning; whereas the overstimulation is said to occur as a result of positional changes and can be felt in the pt's rib area. An x-ray will be taken for further interrogation of the pt's scs system.